Event description:
It was reported to philips that the device displayed a service required error message. Upon further investigation, it was observed that the device logs revealed a therapy cable failure. There was no reported patient involvement.